Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device activation reportedly went well. The external visual inspection revealed that the electrode was severed prior to receipt, as well as cuts in the silicone on the top cover and on the bottom cover. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed that the electrode ground has broken wires within the electrode pocket. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. The recipient is presenting with pain which is causing headaches. Programming adjustments were made, however, the issue did not resolve. The recipient is an inconsistent user. Revision surgery is scheduled.